Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed on an unknown date at another hospital ((B)(6) hospital) via tha. The patient had underwent 1st, 2nd and 3rd revision surgery. The dates of 1st and 2nd revision surgery was unknown, the 3rd revision surgery was performed on (B)(6) 2004. The explanted implants were unknown in all revision surgery. One of those revision surgeries includes a debridement, however, detail information of all revision surgeries were unknown. It was reported that the 4th revision surgery was performed on (B)(6) 2021 by replacing the cup (manufactured by zimmer biomet) and the head due to repetitive dislocation. Consider the patient's age and activity, the surgeon remained the stem, by replacing the head, got the offset length (implanted new head is 36mm/+3 size). The surgery was completed without any surgical delay. The patient infected covid-19. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : as no other reports of any kind were identified over the previous five year period it is reasonable there was no error in the manufacturing or material of this product/lot combination that would be a contributing factor in the reported allegations. It is also noted the device was used off-label. A manufacturing records evaluation (mre) was not performed.